Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with gentamicin intravenously and intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Twelve days after the onset of peritonitis, dianeal therapies were discontinued and hemodialysis was started. On an unreported date, the peritoneal dialysis catheter was removed. The patient was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.